Manufacturer narrative:
(B)(4)

Event description:
The patient ((B)(6)) is implanted with 2 leads (from the same lot) as part of their drg system. It was reported the patient is without stimulation. Diagnostics indicated elevated impedance readings for both leads. X-rays indicated both leads had migrated. Surgical intervention may be taken as the next course of action.

Event description:
Additional information was provided which indicated effective therapy was restored following the replacement of the leads.

Event description:
Additional information received indicated the patient did not experience any trauma. X-rays were taken which revealed that in additional to having migrated, both leads were fractured. Diagnostics indicated elevated impedances. Surgical intervention was undertaken on (B)(6) 2017 and the leads were removed and replaced.